Event description:
Pt admitted to outlying facility on (B) (6) 2010, with non-stemi. Transferred to our facility (B) (6) 2010, for cath/pci. On (B) (6) 2010, svg to rt. Pda stented. On (B) (6) 2010, staged intervention to svg to om1. A 2.5x15 voyager to pre-dilate, revealing moderate to severe stenosis at distal anastomosis. A 2.5x12 xience v deployed, post dilated with 2.75x8 nc voyager with good angiographic results. Next a 4.0x18 xience v brought to proximal portion of this graft and deployed. Final films reveal good result with timi iii distal flow. Medicated with asa, angiomax and plavix. Discharged to home (B) (6) 2010, 0840, on asa and plavix. Returned to outlying ER (B) (6) 2010, 0354, with 2 hours of severe chest pain. Found to have stemi. Transferred to our facility for emergent cath/pci. The previously stented svg to om 1 was totally occluded with thrombus at proximal stent. A 2.5x15 voyager used for serial inflations with improved angiographic appearance. Considerable filling defect consistent with thrombus throughout proximal and mid svg, and impaired distal flow. Export thrombectomy used for several passes with aspiration of large amount of red thrombus material. Angiographic appearance slightly improved. Next a 3.5x28 vision brought to mid svg and deployed, post dilated with stent balloon. Next a second 3.5x28 vision brought to proximal svg, carefully overlapping with previous stent and deployed. Follow up angiography confirmed good result with timi ii distal flow. Pt's chest pain relieved with opening of graft. Pt's plavix changed to prasugrel.